Event description:
It was reported that the inner sheath had the ceramic tip damaged. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned for inspection. Based on the results of the investigation and the information provided, the customer allegation was confirmed. It was likely caused by a component failure of the ceramic tip (insulation beak). The insulation beak failure is mechanical component problem, but the cause of the insulation beak failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.